Event description:
Customer's family member found customer unresponsive. Device = 94 mg/dl. Family member called paramedics and their device = 61 mg/dl. Paramedics treated customer with oral glucose and an IV. Customer was taken to the hospital. Hospital device = 188 mg/dl. Customer saw a dr. Controls were in range. A request was made for return product and replacement product was sent.